Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. The system operates as intended.